Manufacturer narrative:
Please note the product is not available for evaluation as the unit was discarded. A review of the device history records associated with this final lot r0308461 presented no issues during the mfg process, that can be related to the reported complaint. Add'l info will be submitted 30 days upon receipt.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty, the physician was dilating the subclavian artery with a powerflex p3 dilatation catheter, after dilation the physician tried to remove the balloon catheter through the sheath; however, the balloon could not be withdrawn. There was no report of injury to the pt. Further info indicated that there was no difficulty encountered while advancing the balloon catheter through the sheath or any difficulty crossing the lesion.